Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was due to the battery pack tri-cells being discharged. Also, the f1 fuse was measuring open. The cause for the open fuse was excessive current. The root cause of the discharged cells was unable to be positively identified. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.